Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation (perforation), device dislocation (migration) and genital haemorrhage ('general abnormal bleeding') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, knee operation, ear operation, meniscus removal, incontinence and d & c. Concurrent conditions included bloating since (B)(6) 2018, anemia since 2018, submucous leiomyoma of uterus since (B)(6) 2018, polyp removal since (B)(6) 2018, dysfunctional uterine bleeding since (B)(6) 2018, migraine headache since (B)(6) 2018, overactive bladder since (B)(6) 2018, drug allergy (sulfa (sulfonamide antibiotics) reaction morphine: reaction: rash hayiever ((B)(6) 2018 throat itches).), asthma, rash, vaginal discharge, flatulence, urinary frequency, urinary urgency, barrett's esophagitis, vomiting, thrombosis leg, bone density abnormal, (B)(6) infection, gastrooesophageal reflux disease, (B)(6), back pain, difficulty sleeping, intrauterine synechiae and vitamin d deficiency. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6) 2013 for depression and anguish as well as acetylsalicylic acid (aspirin), atropine since (B)(6) 2018, bupivacaine;epinephrine since (B)(6) 2018, caffeine, cetirizine hydrochloride (zyrtec), fentanyl since (B)(6) 2018, fluticasone, formoterol, formoterol fumarate;mometasone furoate (dulera), medroxyprogesterone acetate (provera) since (B)(6) 2018, medroxyprogesterone since (B)(6) 2018, mometasone, morphine, nsaids since (B)(6) 2013, omeprazole, ondansetron, oxybutynin, paracetamol (acetaminophen) since (B)(6) 2013, promethazine since (B)(6) 2018, salbutamol sulfate (albuterol sulfate) since (B)(6) 2018 and sertraline. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("physical pain/pelvic area pain"), abdominal pain ("abdominal pain"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression, psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and migraine ("migraine"). The patient was treated with surgery ((B)(6) 2018, hysterectomy (full).). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, hot flush, night sweats, vaginal haemorrhage, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, back pain and migraine had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hot flush, menorrhagia, migraine, night sweats, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: implant date (B)(6) 2015 and (B)(6) 2013. Essure removal: if you have not had your essure removed, are you currently planning for essure removal? Yes. On (B)(6) 2018: sub mucous uterine fibroid (primary). Procedure: uterine mass removal with myosure and d and c. Patient received treatment for pelvic/ abdominal, back pain, general abnormal bleeding, migration, perforation, migraine diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion. Ultrasound pelvis on (B)(6) 2018: normal endometrial thickness with no abnormal uterine mass. Ultrasound scan vagina - on (B)(6) 2018: dub (dysfunctional uterine bleeding). Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, hot flashes, night sweats, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received events " back pain, general abnormal bleeding, migration, perforation, migraine" were added. Outcome of events "pain, bleeding, other" were updated as recovered. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.